Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with the onetouch meter. The medical surveillance specialist (mss) was not able to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages their diabetes or if changes were made to their usual management routine. The patient claimed their ¿sugar was messed up;¿ however, specific symptoms were not provided. The patient reportedly went to the hospital but no treatment was specified. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.